Manufacturer narrative:
Report source literature description: journal: the 4th kanto regional meeting of the japanese society of interventional radiolo. Author: makiko tomabechi. Title: a case of metastases to lung and portal vein thrombi that developed after transcatheter arterial embolization for carcinoma hepatocellular with ia-call (cisplatin) and markedly improved spontaneously over time. Yr: 2009. Pages: 19.

Event description:
Aggravated metastases to lung [metastases to lung]. Case description: this is a combined initial and final literature report for gelfoam, a class iii device, from published abstracts of "the 4th kanto regional meeting of the japanese society of interventional radiology", 2009, page 19. This physician (radiologist) reports that a male pt developed a rapid increase in alpha-fetoprotein (afp, 19,327 ng/ml) while being treated by a local doctor for several yrs. An ultrasonography done at the dept of radiology of the reporter's hosp revealed a hepatic mass which was further diagnosed to be a large well-differentiated carcinoma hepatocellular, hepatoduodenal ligament lymph nodes enlarged, paraaortic lymph nodes enlarged mainly in the s8 segment of the liver and also in the area extending to the s5 and s4 segments. The pt had a pain in the right hypochondrium around 4 pm on the next day, visited the critical care ctr of reporter's hosp and was admitted. CT (computer tomography) showed the same findings as those that had been revealed the day before, without showing any rupture (afp 26,420 ng/ml, pt 24,000). Two days later, a diffusion-weighted whole body imaging was performed which provided no additional info than had been obtained by CT. After platelet transfusion, the pt underwent transcatheter arterial embolization (tae) with 100 mg of cisplatin (ia-call) + 10 ml of ethyl ester of iodinated poppy-seed oil fatty acid (lipidol), 5 ml of lpd, and almost a whole piece of gelatin sponge (gelfoam, class iii) on the 4th day of illness. After 4 weeks, the afp level was 39,521 ng/ml. CT performed after 7 weeks showed two metastatic lesions in the right s9 segment and the left s5 segment of the lungs and portal vein thrombosis. After 6 months, the afp level was reduced to 3.3 ng/ml and remained between 4 and 5 ng/ml for the following 5 months. CT performed after 7 months revealed that the 4 metastatic lesions in the lungs and the portal vein thrombosis had disappeared and that the tumor in the s8 segment of the liver had markedly shrunk. Many densely enhanced, irregular areas were only observed in the whole liver in the arterial phase. This finding suggested intrahepatic dissemination, but as considered to represent a shunt because these areas had not been visualized as filling defects in the portal or equilibrium phase. Author reported that this was a pathological condition (metastases to lung, portal vein thrombosis, and afp increased) that had been aggravated after tae and had subsequently improved without treatment. F/u (2009): this physician (radiologist) reports that the product name was gelatin (gelfoam). He classified the event, portal vein thrombosis, as non-serious and assessed it as unrelated to gelatin. Info regarding the lot #, exp date, catalog #, date of MFR, and date implanted/explanted was unk. The identification # of the notified body was 0086. Info regarding the age of the device, model #, serial #, software version and accessories was not applicable. This was an initial usage of the device, and it was labeled as sterile. It was purchased and it's current location was unk. At this time, the device was not returned to the MFR. The reporting firm is not aware of other similar incidents having an impact on the current report. F/u status: case closed (2009). F/u (following month): there was no product quality issue, so an investigation was not performed and therefore, no corrective action was deemed necessary. A review of pfizer's safety database for cases received through 15 aug 2009 identified no additional serious cases from solicited sources and clinical studies reporting absorbable gelatin or blinded therapy and adverse events encoding to the meddra (version) preferred term metastases to lung. In addition, no cases reported from non-clinical study sources reporting metastases to lung were identified during this period with absorbable gelatin. Based on the limited info provided in this case, although the event of aggravated metastasis to lung most likely represented a progression of underlying disease (hepatocellular carcinoma), a possibility of occurrence of the event after the use of gelfoam cannot be completely excluded. There was no product quality issue, so an investigation was not performed and therefore, no corrective action required. Based on the info provided in the case, the individual report would not seem to modify the risk-benefit profile of the subject device.